Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm or determine the root cause for the reported issue since the patient used a diy looping system which is considered off label use. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient¿s blood glucose level rose to 24.2 mmol/l (435.6 mg/dl) while wearing the pod on their leg for an undisclosed time. The reporter stated they had switched phones and blood sugars went high. The patient was reportedly using do-it-yourself (diy) looping, which is off label use. On friday, (B)(6) 2026, the patient went to the hospital for medical attention. The patient was diagnosed with hyperglycemia and treated with intravenous insulin to stabilize the blood sugars. The patient was discharged on (B)(6) 2026.